Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (425mcg/ml at 52mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that on (B)(6) 2018, the pump was interrogated for a refill which showed a motor stall on (B)(6) 2017 with no recovery. The patient had an MRI around that time, but could not confirm. The healthcare provider (hcp) programmed a single bolus and it "didn't work." It was unknown what the hcp meant by this. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that when the pump was re-examined, it still had a motor stall message, which is why the bolus "didn't work." It was confirmed that the patient had an MRI around (B)(6) 2017. The motor stall was said to have been resolved and the pump was functional. There were no further complications reported at this time.